Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was malfunctioning and the sleeve, e-rings, and derm hinge were missing. The motor, sleeve, e-rings, and derm hinge were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
Functional defect air-dermatome. There is too much vibration of the drive axes. The event occurred during primary surgery. There was no harm or injury for patient or operator. There was a delay between 15 and 30 minutes. Investigation found the motor was malfunctioning. There was no adverse event reported as a result of this malfunction.